Event description:
It was reported that, during an office follow-up, the programmer had a red warning screen. It was found that the low energy shock impedance was less than 30 ohms. The device has not been interrogated for a long time. Also, the smartpass feature was off. A manual setup was done, and the smartpass feature was programmed back on. Technical services advised to send in device data for further analysis. There were no adverse patient effects. The system remains implanted.